Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and suture with pledget was used. The distance between the holes on the pledget was short. The device was not used for the procedure and the procedure was completed successfully. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Actual sample was returned for evaluation. Visual inspection was performed and it was observed that the pledget had improper piercing. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.